Event description:
While using the cypher select plus, there was a tear found in the luer-lock hub and the inflation medium was observed coming out laterally. The contrast media used was lohexol. A guidant syringe was connected to the luer hub which air was observed aspirating. There was no injury to the patient.

Manufacturer narrative:
This product has been returned for analysis; however, analysis has not begun as stated. Additional information will be provided within 30 days of receipt.